Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the physician noted several automatic mode switching episodes had taken place due to noise exhibited by the patient's atrial lead. Diagnostics were run and the noise was able to be reproduced in clinic. System reprogramming was completed. No patient symptoms were reported, and no further information was available.

Manufacturer narrative:
(B)(4).